Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (flashing display) issue. The distributor alleged that the display screen was flashing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings: during testing, the pump powered on with a clear and legible display. Unrelated to the complaint, the investigator was unable to complete the ¿verify¿ steps due to a hard cs 054 call service alarm. The alarm history showed that multiple cs 052 and cs 054 call service alarms had occurred on 03/03/2015. The pump case was removed and an intermittent condition was found on a component of the printed circuit board. The complaint that the display screen was flashing was not able to be duplicated during investigation.